Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during the implant procedure, the superion indirect decompression spacer broke. As the physician was trying to crank the driver to input the spacer, a portion of the driver that connects to the spacer, sheared off and broke the spacer. The physician noted the presence of osteophytes may have caused resistance and the use of excessive force during the procedure. The procedure was aborted. The device was not returned for analysis as it was retained by the medical facility.